Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was attempted to be used in the common bile duct during a cholangioscopy procedure. The exact procedure date was unknown. During the procedure, the cutting wire of the dreamtome rx 44 broke at the distal end in the center of the cutting wire. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.